Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify weak battery alarm and failed battery alert due to blank display.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery and weak battery even after changing the new battery. Customer¿s blood glucose was 176mg/dl. Customer was able to successfully clear the alarm. Insulin pump will be return for analysis.